Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness, near syncope. The right ventricular (rv) lead exhibited high capture threshold. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was seen in clinic the following week. Manual capture thresholds were within range and capture management was turned off.